Manufacturer narrative:
Analysis was performed by remote service personnel which included talking to the customer. The results of the analysis were that the remote support engineer (rse) who connected remotely to the station and noticed the sound enhancements for windows were checked. Once deselected and the station was rebooted the sound was working fine. Based on the results of the analysis, it was determined that the product has malfunctioned but the most likely cause remains unknown and could not be confirmed. The issue was resolved by the reboot of the device. Biomed and the users confirmed the proper operation of the sound. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on the patient information center ix (pic) indicating that the nurses were not able to hear alarms at the station. The device was in clinical use. There was no report of patient or user harm.